Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmers case was cracked. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6: event methods, evaluation, conclusion and heic codes: updated. H10 device evaluation: one warmer devices were received for investigation. During visual inspection the device was noted to be in good physical condition with no damage observed. Device was functionally tested, and passed testing, without leakage observed. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Based on the available information, the reported issue could not be confirmed and no root cause could be found. The water tank enclosures was replaced as a preventative measure.